Event description:
Glide cath and wire were properly flushed. Cath was placed into pt over slidewire. Wire went thru glidecath as always, but when physician attempted to pull it out, it acted like it was stuck. The more it was pulled it started to "unravel." The amplatz wire and a.t. Glide cath were removed together. No injury to pt.